Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the burning sensation occurred at a baseline timeframe. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that starting around april or may of this year, when the patient became very warm, it also felt like the area around their device also became warmer than normal. It was noted that the envelope/pocket became very warm, which did not used to happen. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included an interrogation with impedance measurements; it was noted that no measurements were in the avoid or do not use range. The patient did not have tenderness around the site. No actions/interventions were taken to resolve the issue, surgical interventions was not planned, and the issue was not resolved at the time of the report. The patient¿s medical history included crps. No further complications were reported/anticipated.